Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a customer reported obtaining readings from the adc freestyle libre sensor that gave "as high as 30-40 point differentials" in comparison to readings obtained on the built-in reader. When compared to readings obtained on a competitor brand meter, there are "discrepancies up to 70 point spreads". Additionally, customer reported that the sensor detached after 12-13 days of wear. There was no report of third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.